Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro failed to deactivate. The power supply continued to beep and deliver energy to the jaws. The harvester removed the tool from the leg when this occurred. A replacement device was used to complete the procedure. The hosp did not report any pt effects.